Event description:
It was reported that the patient's lead integrity alert triggered on the ventricular lead due to oversensing with low impedances. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.